Event description:
The initial reporter questioned ise results for multiple patient samples tested on a cobas 8000 ise 1800 module. Discrepant results were provided for 1 patient sample tested for na electrode (na). The initial result was 125 mmol/l. The repeat result was 139 mmol/l.

Manufacturer narrative:
The ise module serial number was (B)(6). The field service engineer (fse) replaced all of the electrodes including the reference electrode. The fse found a loose seal and replaced it. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the sipper nozzle, the vacuum nozzle, and the solution vessel. Calibration and qc were acceptable. The customer had no further issues. The service actions resolved the issue.